Event description:
The customer reported that on (B)(6) 2014 at 8:59am she activated a new pod and her blood glucose, carbohydrate intake and insulin history is (B)(4) . At 2:13pm the pod was deactivated. She noticed the cannular was bent in an "l" shape and it also looks flat.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.